Event description:
On 08/05/2003, caller reported testing pt with the freestyle meter receiving results of 90 mg/dl and 64 mg/dl within 15 minutes. Customer began experiencing symptoms of hypoglycemia, so family member began administering juice. The paramedics were called and they administered more juice prior to testing and receiving a result of 193 mg/dl.